Event description:
It was reported that a 3.25x15mm xience xpedition stent delivery system (sds) was advanced from a saphenous vein graft to the right popliteal artery. The stent was deployed without any reported issues. Upon sds removal, resistance was felt and the distal shaft separated, in the patients anatomy. The entire separated portion was removed via snare. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4) - against resistance; indication for use. Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. The difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for shaft separations or for difficulty to remove reported from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Additionally, the IFU states: if during withdrawal of the catheter resistance is encountered use the following steps to improve balloon rewrap. Re-inflate the balloon up to nominal pressure. Repeat steps 1 through 5 (in section 5.14) failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.